Manufacturer narrative:
Device evaluation: the suspect device along with a gauze pad containing the black particle were returned for evaluation. The device was examined visually and under magnification. The complaint was confirmed based on returned device and black particle. The black tip of the syringe was found to be in good condition with no anomalies or signs of excess flash present. The black particle measured 0.80mm squared. An ir scan of the particle was inconclusive due to its size. Unable to determine if black particle is the same material as the syringe tip. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Unable to determine exact root cause for reported failure. Device history record was reviewed, complaint database was reviewed.

Event description:
The physician noticed black particulate in the barrel of the ccs syringe which was filled with contrast media. The device was not used. No harm or injury was reported.